Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found; full lead in segments returned and analyzed. Other: it was reported that the lead impedance increased to 2768 ohms. The lead was replaced. No patient complications have been reported as a result of this event. Additional information received with the device reported that there was a lead fracture. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications. Device evaluated and alleged failure could not be duplicated, impedance, high, lead(s), fracture of.

Event description:
It was reported that the lead impedance increased to 2768 ohms. The lead was replaced. No patient complications have been reported as a result of this event. Additional information received with the device reported that there was a lead fracture.